Manufacturer narrative:
(B)(4). Voluntary MDR/medwatch report number mw5149755, mw5149756, mw5149757, mw5149758 this is 1 of 2 reports of medical intervention with dka that occurred two separate times. Please see related records (B)(4) diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
A voluntary MDR/medwatch report was received on 01/22/2024. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. Date of event is an approximation. The patient experienced inaccurate cgm values which occurred an unspecified day after the sensor had been inserted in the abdomen. On (B)(6) 2023, the patient experienced inaccurate cgm values in (B)(6) 2023,after the sensor had been inserted in the abdomen. At an unspecified time, the cgm was 70 mg/dl and the bg was 560 mg/dl. The patient was nauseated and reportedly took insulin. At an unspecified time, the patient called her doctor and was advised to go to the emergency department. There, the patient was diagnosed with diabetic ketoacidosis, and treated with IV fluids, novolog, and potassium. At the time of the report, the patient was fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the a zone of the parkes error grid. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, additional information was received on 2/5/2024. A voluntary MDR/medwatch report was received on 01/22/2024. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. Date of event is an approximation. The patient experienced inaccurate cgm values which occurred an unspecified day after the sensor had been inserted in the abdomen. On (B)(6) 2023, at an unspecified time, the cgm was 70 mg/dl and the bg was 560 mg/dl. The patient was nauseated. In follow up calls with the tech support rep on (B)(6) 2024, the patient indicated she also had a pre-existing medical condition (gastroparesis), and it was hard for her to differentiate the cause of her nausea. After a home urine test revealed high ketones, she self-treated with insulin because she thought she had diabetic ketoacidosis (dka). After the self-treatment she contacted her doctor who advised her to go to the emergency room (ER). At the ER the patient was diagnosed with dka, and treated with IV fluids, novolog, and potassium. At the time of the report, the patient was fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the a zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).